Manufacturer narrative:
The complete initial reporter's zip code is (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Installed mixing pump to cool. Mixing pump was serviced during the pm. After device was drained, level sensor still shows full. Pm performed. Level sensor issue was not duplicated. Circulation pump serviced. Replaced heater, drain valves, manifold o-rings, the evaporator outlet tube, and double bend tube. The coin cell was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was reported to be having temperature control issues, biomed tried a calibration and had errors, failed calibration for an error 80, also failed for an error 71 and after they drained the device the level sensor still shows its full.